Event description:
It was reported that the 9900 system had an intermittent ma sensor failure error and pre-charge error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cap module, filament drive, and high voltage tank were replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.